Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient¿s vns may have been the reason for their increase in focal seizures in 2021 since the patient had gone a while with fewer seizures in the previous years. It is not clear how much the vns has impacted the patient¿s seizures. The battery is currently low, and the patient has been referred for replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later clarified by the patient's physician that the patient's seizures in 2021 got worse because they had to stop epidiolex due to severe aggression. While the patient was taking epidiolex, their seizures had been much better. The increase in seizures were back to pre-vns baseline levels. The patient's generator was replaced due to battery depletion. The explanted generator was received by manufacturer to undergo product analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The returned product was unable to be interrogated, so diagnostics and a final electrical test were unable to be performed. The generator was opened, and the measured battery voltage was confirmed to be at an end-of-service (eos) condition. Other than the noted event (no communication due to eos), there was no performance, or any other type of adverse conditions found with the pulse generator.